Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the center nut of the crosslink stripped during the surgery. No patient complications were reported, no additional information was provided.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.